Event description:
General report received of an unspecified number of undocumented incidents of unrestricted flow. The tubing sets were being used to deliver unspecified solutions. The customer contact reported the, "cair clamp difficult to regulate flow." It was reported that drops were noted coming from the distal end of the tubing sets when the cair clamps were in the off position. The customer contact stated the drops were noted "mostly with warmed fluid." There were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated the devices were discarded. The information on reprocessing of the devices was requested; however, no response has been received.